Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device evaluated on 14-oct-21: "stent strut protruding through outer sheath. Coiled section of outer sheath separated."

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-6-8 device of lot number c1823460 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 14 oct 2021. On evaluation of the device a strut of the stent was observed protruding through the outer sheath approx. 25 cm from the distal tip. The coiled section of the outer sheath was separated between approx. 29cm and/to approx. 40.6 cm from the distal tip. The device flushed as expected and a 0.035¿ wireguide passed through without issue. Approx. 0.7cm of the stent was deployed on return and the red safety lock was in place. Because the red lock was observed to be in place during the lab evaluation the following the lab evaluation the following additional information was requested from the customer. Was the red safety lock removed before inserting the delivery system? Was the red safety lock removed before attempting to deploy the stent? The customer confirmed that the red safety lock was not removed before inserting the delivery system and was not removed before attempting to deploy the stent. Also, the information provided had indicated that the physician had encountered resistance when advancing the stent and the introducer through the obstructed area, so additional information was requested as to how the physician dealt with this resistance. Information provided indicated that the user retracted the system and used balloon to dilate the obstructed area. Document review: prior to distribution zilbs-635-6-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-6-8 of lot number c1823460 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1823460. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3). The instructions for use state the following: prior to deploying the stent remove the red safety lock a definitive root cause of user error was identified in the laboratory. The instructions for use state that prior to deploying the stent the red safety lock must be removed. The customer confirmed that the red safety lock was not removed before attempting to deploy the stent. Information provided also indicates that resistance was encountered when advancing the stent and the introducer through the obstructed area. The non removal of the red safety lock together with the resistance encountered while advancing to the target location may have resulted in the coiled section of the outer sheath becoming separated from the distal tip. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the delivery system to desired position while found out the stent cannot be deployed. User then retracted the device from patient and detected 30cm from tip broken. User then changed to another same device to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional info: what is the reorder number of the wire guide used with this device? Metii-35-480 if not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: . Had a sphincterotomy been performed prior to this occurrence? Yes . Had dilation of the obstructed area been performed prior to this occurrence? Yes . What is the endoscope manufacturer and model number that was used? Olympus tjf-260v . Please describe the location in the body where the stent was to be placed. Common bile duct . Was resistance encountered when advancing the wire guide through the obstructed area? Yes . Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes . Was the introducer advanced through the side of a previously placed stent? No. . Please estimate amount of time the stent was in place prior to this occurrence. N/a . Did any section of the device detach inside the endoscope or patient? No.